Manufacturer narrative:
(B)(4). Customer did not provide lot number; without lot number, unable to determine the manufacture date. The customer has confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample, a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.

Event description:
Customer reported: the pilot balloon/line fell off the tube. The customer reported a syringe was used to deflate the cuff during decannulation. Customer could not provide details of pre test efforts. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient.